Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Initial patient complaint that hip dislocated and 'popped' itself back in. X-rays showed trunnion wear with the head barely on the trunnion. The stem, head, and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner. There are no allegations against the revised liner. Surgeon would like the devices investigated. Rep confirmed that no further information will be released by the hospital or surgeon.